Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was in the 500s mg/dl and manual injections were used to correct. Reportedly, customer reverted to manual injections for insulin therapy.